Event description:
Ous MDR - after an implantation time of about 51 months, it was reported that the pacemaker cannot be interrogated with the programmer. No deterioration of the patient's state of health was reported.